Manufacturer narrative:
Lifescan received the meter and test strips involved with this complaint on (B)(4) 2011 and (B)(4) 2011 respectively and device evaluation was completed on (B)(4) 2011. Investigation was not able to confirm the alleged issue with the returned meter; however, an "error 4" was duplicated with the returned test strips when using control solution.

Event description:
The reporter contacted lifescan (B)(4) alleging an "error 4" issue with the subject meter. The reported issue was unresolved with customer service troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.